Manufacturer narrative:
Internal file number - (B)(4). Correction: case details. Evaluation summary: a visual and functional inspection was performed on the returned device. Additionally, the device was sent for scanning electron microscopy analysis. The reported material rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the device was prepped (air aspiration) inside the anatomy. It should be noted that the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use states: prepare an inflation device / syringe with diluted contrast medium. Attach an inflation device / syringe to the stopcock; attach it to the inflation port. With the tip down, orient the delivery system vertically. Open the stopcock to delivery system; pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device / syringe of all air. Repeat steps until all air is expelled. The investigation determined the reported material rupture appears to be related to the operational context of the procedure/use error, as the reported material rupture appears to be due to the noted balloon pinhole caused by anatomical conditions and/or inadequate preparation of the device inside the anatomy. Further interaction with the stent during inflation/manipulation of the device while inside the anatomy likely contributed to the noted balloon damage/scratch found during return analysis of the device. There was no damage or leak noted to the stent delivery system (sds) during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. The reported patient effects of a dissection and occlusion are listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use as known patient effects of coronary stenting procedures. In addition, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was corrected for clarity: after the xience sierra balloon ruptured, a dissection and no flow were observed which was treated immediately with additional dilatation using a non-abbott balloon.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal mid left anterior descending artery with no calcification. A 4.0 x 18 mm xience sierra stent was advanced to the target lesion. During the first inflation to deploy the stent, the balloon ruptured at 12 atmospheres; however, the stent did fully deploy. Then a distal edge dissection was observed and no blood flow [occlusion]. Balloon inflation was performed immediately. Then intravascular ultrasound (ivus) was performed and an additional 3.5 x 18 mm xience sierra stent was deployed to treat the dissection and successfully complete the procedure. Reportedly, the device was prepped (air aspiration) inside the anatomy. No additional information was provided.